Event description:
The o-rings in the sevoflurane vaporizer location have become larger than their original diameter. This has been causing difficulty in installing and removing the vaporizer and over a period of time the presence of liquid has been accumulating behind and on bottom of the vaporizer.